Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-03963 /-03964 /-05606).).

Event description:
Legal counsel for patient reported that patient underwent a right metal-on-metal hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, dislocations, metal poisoning, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2011 right hip revision operative report noted the revision was due to a dislocation from a loose femoral stem and the presence of fibrous tissue. The femoral stem and acetabular cup were removed and replaced. The modular head was reimplanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information in the event description. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right total hip replacement surgery on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, dislocations, metal poisoning, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2011 right hip revision operative report noted the revision was due to a dislocation from a loose femoral stem and the presence of fibrous tissue. The femoral stem and acetabular cup were removed and replaced. The modular head was reimplanted.